Manufacturer narrative:
All assigned investigation tasks have been completed. No trends were identified. The donor and processing batch records for donor 0031901441 were re-reviewed. The donor was appropriately screened and tested in accordance with mtf¿s donor release criteria. Batch record review showed no evidence of errors, omissions, discrepancies or cgtp violations. No grafts were rejected inside or outside of the core. All soaks and rinses were done in accordance to mtf op's. All grafts met mtf fg and release criteria. Post processing images show grafts that visually meet mtf fg requirements. Pre-sutured tendons are stretched at the time of construction and are not measured under tension. Calibration review cannot be completed. Pst's are measured with a ruler that comes with a certificate of calibration. Rulers are not issued an ID number therefore they are not trackable. A total of 3 quickgraft/pre-sutured tendons were produced from this donor, 1 of which has been distributed. Two units remaining in inventory have been transferred to a review location. To date, there are no tissue trace records on file. The involved complaint unit (1085) was reportedly implanted. To date, there have been no other complaints or adverse events received for donor 0031901441. As per the health hazard evaluation that was conducted, ¿pst grafts labeled with a length shorter than the tensioned grafts result in potentially increased surgery time from a unit that is improperly sized for the patient received the implant. Based on the low degree of seriousness of the health hazard and the minimal likelihood of occurrence, the risk to patients is low. Although the risk to patients is low, the two complaints received for pst length discrepancies highlight inadequate labeling of pst grafts. Based on surgeon feedback, the expectation is that the length of pst grafts is measured under tension, and units should be labeled to indicate the state in which they were measured. The result of this finding is that mtf biologics did not provide adequate labeling to mitigate potential confusion regarding graft length, which resulted in modifications made during surgery to accommodate a longer than expected pst graft. Thus, field action in the form of a correction is recommended to address the labeling strategy of the distributed units as well as all units currently in mtf biologics inventory.¿ as per mtf¿s medical director (dr. (B)(6) upon review of the complaint investigation, ¿patient undergoing acl repair had a pre-sutured tendon (pst) graft with a discrepancy on length (packaged as 72mm and measured closer to 78mm on tension). The additional 6 mm of graft was accommodated with difficulty during the surgery as the case was prolonged by 30-40 minutes. There were no other reported complications, and no report of infection. On further investigation, there were no other similar complaints from the same donor, but at least one other complaint on length associated with a graft from a different donor. An hhe was done to further evaluate, which found that while mtf measures graft length under no tension, clinical practice of surgeons is to measure the graft under tension. Pst grafts labeled with a length measured while not under tension may result in potentially increased surgery time if not properly sized. According to the hhe, labeling will be improved to mitigate potential confusion regarding graft length, and a correction will be implemented for distributed units.¿

Event description:
Tissue was packaged with label that stated 72mm. However, it measured closer to 78mm.

Event description:
Tissue was packaged with label that stated 72mm. However, it measured closer to 78mm.